Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect as the customer had not adjusted the pump to daylight savings. Customer's blood glucose level was 98 mg/dl. Tandem technical support guided the customer through adjusting the pump time.